Event description:
The customer purchased the wrap on (B)(6) 2016. The user sprained her ankle playing rugby last (B)(6), and decided to buy this wrap to try and help her. She left the wrap on her ankle for 10 minutes. The user is (B)(6) years old, and does not have any known circulatory problems being reported. The user was burned from the wrap, and her skin turned red; the wrap was used for 10 minutes. The user used the wrap on a tuesday, and went to school on a wednesday; the nurse at school called and said that her ankle had bad blisters. The user is not able to play sports now. The user had a doctor's appointment on (B)(6) 2016. The doctor recommended that she used burn medication and applied wrapping to the burn.